Event description:
User reported that the level sensor was not responding appropriately when detecting fluid in the reservoir. There was no patient harm; however, spectrum medical considers this type of event to be reportable.

Manufacturer narrative:
Investigation confirmed the device fault and disposed of the device through inventory disposal.